Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low and the insulin pump went into threshold suspend. She received a message to call emergency but her blood glucose was 140 mg/dl. Most recent blood glucose was 142 and 146 mg/dl. Customer stated she has stopped using the sensor due to inaccurate readings. She declined to troubleshoot. Nothing further reported.